Event description:
It was reported that a cartridge alarm occurred during the load phase. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.